Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.